Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for peritonitis. On an unreported date, the patient¿s catheter was removed and the patient was switched to hemodialysis. The day following the receipt of this report, the patient restarted peritoneal dialysis. Nine days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event; however, the patient remained on antibiotic therapy due to an unrelated infection. No additional information is available.